Event description:
It was reported that the insulin pump's backlight was on. The device had audible tones and a few seconds after appeared two icons with time and a black circle. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display. Problem isolated to the liquid crystal display board.